Manufacturer narrative:
One infusion pump was returned for evaluation. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems were identified during this DHR review. The pump was found to be displaying "1870" error code message on power up, confirming the reported customer complaint. The motor was locked out causing the issue, and the problem source has been determined to be unknown.

Event description:
Information was received indicating that a smiths medical pump presented with lec 1870 during testing. There was no patient present at the time of the event. There were no reported adverse events.